Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were experienced issues with patient data crossing over to the pyxis server, as newly checked-in patients could not be located; the issue occurred multiple times, notably with patients ordered testosterone injections, and despite assistance from the pyxis team and a station reboot, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed from the customer that the issue had been resolved. The patients were crossing over to pyxis server. The system functioned as intended after the customer resolved the issue.